Event description:
It was reported that (2) devices were used during a video assisted thoracic esophagectomy surgery. It was reported by the affiliate that the brand new tct75 linear cutter could not be fired successfully. Another new device was opened and the same thing occurs. There was no consequence to the pt.